Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip entangled in the chordae requiring intervention to deploy it and the clip opening post deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult. One clip was implanted at a2p2 however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda may have occurred due to the frayed leaflets and thin posterior leaflet tip. A second clip delivery system (cds) was advanced in an attempt to stabilize the slda clip however became entangled in the chordae medial to the first implanted clip. Troubleshooting was not successful therefore the leaflets were grasped and the clip deployed. Post deployment the clip opened to about 40-50 degrees. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked (cowl) could not be determined. The entrapment of device associated with the clip becoming entangled with the anatomy appears to be related to user technique/procedural conditions. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.